Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing of the product, the balloon physically broke. There was no patient involvement. The device is expected to be returned for evaluation.